Manufacturer narrative:
Concomitant medical products: 383069 lead implanted: (B)(6) 2019, 7122q lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use.  No patient complications have been reported as a result of this event.